Event description:
It was reported that since the last follow-up, this system has exhibited high, out-of-range shock impedance measurements from the right ventricular (rv) lead (>200 ohms). A 1.1j commanded shock was performed which revealed an open-circuit red alert. The patient was hospitalized and is pending a rv lead revision procedure to resolve the event. Additional information has been requested regarding the procedure, but has not yet been received. At this time, the system remains implanted and in-service. No additional adverse patient consequences were reported.